Manufacturer narrative:
(B)(4). Green, c. C., & haidukewych, g. J. (2020). Isolated polyethylene insert exchange for flexion instability after primary total knee arthroplasty demonstrated excellent results in properly selected patients. The journal of arthroplasty, 35(5), 1328¿1332. Https://doi.org/10.1016/j.arth.2020.01.006. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. The DHR was unable to be performed as the lot number of the device involved in the event is unknown. Medical records were not provided. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the patient underwent revision due to flexion instability. It was noted that the poly was exchanged. Attempts have been made and no further information has been provided.